Event description:
Technical services received a call on 07/23/2012 from sales rep. The stored egm's have no similar variable at all (time, dates, etc.). R lead values are rock stable. R waves are and have been in the low 2, so sensitivity in the rv is high. Threshold is 0.9 and impedance is ~460. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).